Event description:
During a device upgrade procedure, the explanted device was attempted to be interrogated. However, during interrogation, an error message appeared. The procedure was completed and the patient was in stable condition.

Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer. The cause of the loss of communication was found to be due to low battery voltage drops during interrogation attempts. The oscilloscope showed the battery voltage dropped during interrogation attempts which shows the cause of the programmer software crashing during interrogation is due to memory corruption from the battery voltage being too low. There were no sources of high current were found in the hybrid. The cause of the failure to interrogate the device was confirmed and is believed to be due to a battery anomaly.